Event description:
Note: this report pertains to the one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the handle multiple times but was unsuccessful. The device was forcefully pulled out. The procedure was completed with another resolution 360 ultra clip and a non-bsc clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.